Event description:
It was reported that the right ventricular (rv) lead dislodged into the atrium, apparently, due to twiddler's syndrome. The rv lead was removed and replaced. It was also reported that the right atrial (ra) lead dislodged into the subclavian vein, apparently, due to twiddler's syndrome. The ra lead was removed and replaced. It was further reported that the physician felt the implantable pulse generator (ipg) device "had not been working right since implant.¿ the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2012; addr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became distorted while in vivo. The distal conductor of the lead became distorted while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically cut but not breached, and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The lead returned has been kinked in vivo due to twiddler's syndrome. Visual inspection found the outer insulation breached cut/ extrinsic, and there was a lot of blood ingress along lead length. According to the amount of blood ingression, the insulation breach might happened at the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.